Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: no product samples were physically returned/received. Only a photo of product was received and analysis was performed of photo. Received picture of the labeled pouch from the batch. There is sterility sign upon the pouch: the tyvek peel pack does contain sterility notation.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and not available: please provide/email photo mentioned on (B)(6) 2019 of product package. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported on an unknown date product was noted to be missing sterility notation on package. The tyvek peel pack does not contain any sterility notation, indicating the product inside the peel pack is sterile. No patient involvement occurred. No product will be returned.